Event description:
Additional information received reported that the cause of the oor was not determined. The oor was never resolved, but if the patient turns off the ins and then turns it back on, the oor clears andthe patient is able to adjust stimulation. The patient was still getting good therapy.

Event description:
It was reported that there was oor (out of regulation) message on his patient programmer. The screen was cleared and it was possible to titrate stimulation down but not back up to 2.9 v. After waiting for several hours, the patient could titrate back to 2.9 v. This pattern seemed to occur only when running at 2.9 v for a while. At 2.7/2.8 v stimulation, the problem was not noticed. The battery voltage read about 2.87 v. All electrode impedances patient had from last doctor visit were normal. Less than one week later, the patient met with his physician to check oor condition. All electrode impedances measured in normal ranges. Oor screen was noticed on clinician programmer. The screen was cleared and the stimulation up to 3.2 v was obtained. Patient was sent home to monitor condition. Two days later it was reported that the patient was still having trouble with his right device going oor. It was possible to eventually get it back to the desired stimulation level but it seemed once it was at 2.9 v for a while he would get the oor message. He could go down in amplitude but couldn't go back to 2.9 from 2.7 unless he "waited" for a period of time. It was stated that the patient did not have any lead problems because he never lost therapy with body movement. It was also reported that both of patient's devices looked good. Both were at battery voltage of 3.2 v and there was no history of re-work or re-test. Final functional test was done on (B)(6) 2013 for one device and on (B)(6) 2013 for the other. One day later it was reported that the oor condition re-occurred and would not allow increases via the patient programmer. It was also reported that there was a possible problem with the implantable neurostimulator, oor message was seen. Three days later it was reported that the patient had seen his doctor four days prior to the report because the oor message prevented him from going back up to 2.9 volts where the patient was most comfortable. It was stated that the patient went down to 2.8 v for a few hours to help his speech. The patient turned the device off and on and it let him go up to 2.9 v. Also, after turning it off and on, the battery "strengthened" from 2.84 v to 2.92 v in a matter of hours. Two days prior to the report, with the device at 2.9 v and the battery at 2.92 v it allowed him to go to 3.0 v for stimulation. After one hour at 3.0 v, the battery had dropped to 2.89 v. After this one hour the patient did not get an oor message. However, after 3 hours at 3.0 v he did get an oor message and the battery had dropped to 2.87 v. Because of the oor error message,the device would not let him go up to 3.1 v. The patient then turned it off then on, went to 3.1 v and then to 2.9 v where he was most comfortable for the combination speech and dystonia control). After doing this, the battery eventually recovered back to 2.91 v. It was reported that there seemed to be correlation between time spent at the higher voltage (like 3.0 v) and the oor message. The oor message seemed only to come on after a couple hours or so at the new higher voltage and after the battery voltage had dropped more. It was stated that turning patient's right ins off and on, not only got rid of the oor error message and let him go back up with the voltage, but it also seemed to help battery voltage recover to above 2.9 v. It was reported that there seemed also to be a correlation between battery voltage and the oor message. When the battery voltage was above 2.9, the patient didn't get the oor message and could make any change. When it dropped below 2.9 v, after a period of time, he got the oor message and could not go back up. It was stated that at the time of the report the right ins was working to control his dystonia, and the patient control function was inconsistent. He often could not go up with the voltage without being locked out by the oor message. When he did go up with the voltage, the battery voltage dropped suddenly and recovered only when he turned the device off and on and resumed the old voltage. There were times when he was having more dystonia that it would be beneficial to go up a little with his right ins voltage. Also, when the patient did go up to a higher stimulation reading, the battery dropped suddenly. It was stated that the above difficulties with increasing his voltage were causing him anxiety. It was also reported that the limits were new for this patient with this new platform device. The patient was "at 450" and typically at 3.5 v with old devices. It was stated that the patient had two patient programmers however it was verified that he had used both with the right ins, which was the issue, and had had same result with both. It was reported that the patient would be seen in office with the healthcare professional (hcp) in two days. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387-40, lot # j0230913v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0309733v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial #(B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).